Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient with an lvad presented with a device that was unable to be interrogated. Multiple attempts with different wand orientations and programmers were unsuccessful. A tin plan was used to shield the lvad interference, but this had no effect. It was noted that no further troubleshooting options would resolve the issue. Device was successfully explanted and replaced; patient is doing well.